Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. At this time there is no additional information available. If additional information becomes available the event will be updated.

Event description:
--

Manufacturer narrative:
Attempts to retrieve additional information have been made. At this time, there is no additional information available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on 3/10/2007, was in storage mode after approximately 66 months of implant. The device planned to be changed-out. To date, there have been no adverse patient effects reported.